Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number reported is not from the item received. Therefore, the lot number was not considered.

Event description:
Rp 011718 - the dentist reported that after nearly 9 months dental implant was installed in intraoral region 26#, its non-osseointegration was observed. In addition, 25ncm of primary stability was achieved, the patient presented bone type I and immediate load and immediate implant were performed.